Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that 2 sets of epidural tubing leaked within a couple hours time during use on the same patient in the ob department. The customer further states that they have experienced multiple pcea tubing leaks since (B)(6) 2018 and that the leaking is not occurring at the point of the luer-lock connection, but is leaking from the sheath that surrounds the tubing near the luer-lock. It is further noted that if there is resistance in the tubing set, the fluids leak out from the tubing. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the epidural tubing set leaked was confirmed. Visual inspection showed no anomalies or damage on the set or its components. Examination under magnification revealed some solvent channels at the exterior tubing and interior male luer surfaces that seemed more evident along the area of the yellow stripe of the microbore tubing. Functional and pressure testing confirmed leaking at the engagement of the tubing to the male luer adapter. The root cause was not identified.

Event description:
The customer reported that 2 sets of epidural tubing leaked within a couple hours time during use on the same patient in the ob department. The customer further states that they have experienced multiple pcea tubing leaks since (B)(6) 2018 and that the leaking is not occurring at the point of the luer-lock connection, but is leaking from the sheath that surrounds the tubing near the luer-lock. It is further noted that if there is resistance in the tubing set, the fluids leak out from the tubing. There was no patient harm.